Event description:
During an in-service training session, the company sales representative observed an electrical code 50 (motor speed out of specification) on power-up. The unit appeared to function normally. No patient was involved.